Manufacturer narrative:
Sections with additional information as of 21-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 21-may-2020: h1: type of reportable event corrected from "malfunction" to "serious injury".

Manufacturer narrative:
(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-0 error. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2021 and open vial date is (B)(6) 2020. During the call, a blood test was performed by the customer fasting and produced test result of 272 mg/dl using truemetrix air meter; the customer was satisfied with the result. At the time of the call the customer stated she was having symptoms of frequent urination and flushed skin on the face due to her diabetes. Medical attention was not needed at the time of the call.